Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4).. On (B)(6) 2016, it was reported that the graft that was taken was too thin when on setting #12. The device was then reprocessed and tried again on setting #14 and the graft was still too thin. On (B)(6) 2016, it was clarified that the issue occurred during surgery, there was harm to the patient, surgery was completed with an alternate device, and the correct surgical technique was utilized for the product. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver, and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the grafts do not match the settings and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Air dermatome, serial number (B)(4), was manufactured on (B)(6) 2015, is (B)(4) old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed it did not appear to have any cosmetic damage to the head and neck of the hand piece. The thickness lever was secured as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, ID (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #(B)(4) with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The customer hose, screwdriver, and width plates did not exhibit any damage or wear that would implicate the device not operating as intended. Repair of the air dermatome was not performed by zimmer biomet surgical as on (B)(4) 2016 the device was scrapped. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. The reported event of the graft being taken and it being too thin on both settings was not confirmed since the device functioned as intended during initial inspection; hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the graft taken too thin on setting #12. The surgeon reprocessed and tried again on setting #14, it was still too thin. An alternate device was retrieved for use during the surgery without delay. An adverse event was indicated by the customer as the graft taken was too thin. No additional patient consequences were reported.